Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed internal battery degraded warning alarms and revealed total power failures and error messages (sf180) related to a battery charger fault. The internal battery and top case were replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the internal battery degraded warning alarms, sf180 and total power failures were due to an isolated component failure within the device battery assembly while the unresponsive touchscreen was due to physical damage. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: pr (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery degraded warning alarm and had an unresponsive touchscreen. There was no patient harm or serious injury reported as a result of this incident.